Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be operator error/mechanical failure causing improper leaching. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the patient in the hospital got a urinary tract infection and sepsis. It was unknown what medical intervention was provided for urinary tract infection. Per mail received from liberator on (B)(6) 2021, the liberator representative stated that there was no product number and no indication of what product the patient was using while in the hospital. Per additional information received via follow up on (B)(6) 2021, stated that the patient had used both a foley catheter and purewick female external catheter in the hospital. The complainant did not know the product numbers. The complainant stated that it was unknown if the foley catheter or the purewick female external catheter or some other reason was the blame for the urinary tract infection and sepsis and the patient used the purewick female external catheter then as well. The complainant reported that the one problem that the patient experienced was the wick could not manage the urine when the patient was taking water pills. The patient and all of the bed lines would get wet. It was unknown what medical intervention was provided for urinary tract infection and sepsis.